Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on stapling of the gastric tissue, the device made a cracking noise upon firing. One of the teeth broke as it was fired. A new gun was opened to complete the case. There was no patient injury.